Event description:
Complainant alleged that during biomed testing the device displayed "defib disabled" and "defib fault 85" messages. Complaint indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.